Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. This report is for locking screws /unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Explant date is not applicable since still implanted. Therapy date of concomitant device is unknown. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during two tplo (tibia plateau leveling osteotomy) hardware removals due to infection, the heads of an unknown quantity of tplo locking screws stripped, and the removal could not be completed. This is a veterinary complaint. This complaint ((B)(4)) has been opened to capture the first implant removal attempt that resulted in the heads of the locking screws stripping out. The surgery could not be completed, and the patient was closed and then referred to (B)(6) veterinary services for implant removal. There are an unknown quantity of locking screws involved in this complaint. A related veterinary complaint ((B)(4)) has been opened to capture the post-operative infection that required medical intervention for revision/removal of hardware. There is one tplo plate, and an unknown quantity cortex screws, and locking screws involved in this complaint. Reported concomitant devices: unknown tplo plate (part # unknown, lot # unknown, qty. 1); unknown cortex screws (part # unknown, lot # unknown, qty. Unknown); and unknown locking screws (part # unknown, lot # unknown, qty. Unknown). This report is for unknown locking screws. This is report 1 of 1 for (B)(4).